Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, it was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant attempt the helix on the lead was extended prior to being manually extended. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.